Manufacturer narrative:
(B)(4). Batch p91e5r: the device was returned with the blade tip intact and not broken off as reported. The tissue pad was damaged, melted, and 100% present. Dry body fluids were observed on the shaft and handle the device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. During investigation of the device it was confirmed that the reported "reposition and reactivate" and "replace instrument" error messages were encountered during the procedure, however, we were unable to duplicate these during the investigation. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, after a "remove instrument from patient" error followed by a "clean blade" error was given, the device was removed and cleaned. While cleaning, the distal half of the blade broke off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.